Manufacturer narrative:
.

Event description:
It was reported that it was confirmed by x-ray that the pump was flipped. The patient did not go through withdrawal. A follow-up report will be sent if additional information becomes available to us.